Event description:
It was reported that patient experienced a loss of therapeutic effect. It was stated the patient had a pocket revision, after which the patient had "minimal stimulation" from their device. It was reported that, sometime after, there was a loss of stimulation, with impedances on the device at >40,000 ohms. The reason for the pocket revision was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.